Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) and belt sn (B)(4) have been completed. Upon investigation the equipment was fully functional and passed incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the device, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality of the equipment. There was no device malfunction contributing to the patient passing. Per review of the event the patient was not treated due to potential bystander interference. The response buttons were being pressed and there was motion artifact on the ECG channels. Device manufacture date monitor: 02/11/2015. Electrode belt: 09/15/2014.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2016. It was reported that the patient's wife, son and daughter-in-law were present at the time of passing. The wife reported that the patient's device was alarming and saying to "stand back" but she believed that the patient had already passed. She reported that the patient was not alert or able to press the response buttons. A review of the downloaded data file revealed that the patient was not treated by the lifevest. The patient experienced arrhythmias three times between 8:17:05 pm and 08:19:15 pm. The ECG recordings show that the patient was in vt from 190 to 200 bpm with motion artifact that transitioned to bradycardia at 20bpm. The device properly alarmed for the vt, however the response buttons were pressed multiple times during the detection sequences. The use of the response buttons as well as the presence of motion artifact on the ECG channel delayed the device from delivering a treatment during vt. The patient's rhythm transitioned to bradycardia and eventually asystole, which are considered non-shockable rhythms. The ECG recordings show CPR artifact prior to device deactivation at 08:32:23 pm. The patient passed away. It is unclear who pressed the response buttons; however, the patient's wife reported that the patient was not conscious at the time of the event, indicating likely bystander intervention.